Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the customer overfilled the cartridge. Customer loaded a new cartridge to resolve the issues. Customer's blood glucose (bg) level was 180-190 mg/dl.